Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and sticker sheets received. Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. It is also being indicated that the cup, liner, head and stem were removed. Doi: (B)(6) 2008; dor: (B)(6) 2015; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   H10 additional narrative: added a2 (age), a4, b2, b5, b6, b7, and h6 (patient code); no code available (3191) is used to capture (medical device removal).

Event description:
Pfs alleges pain, illness, weakness, limited mobility, fall, and discomfort. After review of medical records, the patient was revised failed right tha. Operative notes reported that there was significant metallosis. There were gross metal staining within the tissues of the capsule with a thickened rind and pseudotumor. There was a tremendous amount of ostelysis about the femur. The cup was 80 degrees abudcted and 80 degrees anteverted. Additionally, there was a large amount of necrotic green bone. The patient was reported to have died on (B)(6) 2015; however, the medical records did not provide information if the the cause of death was from depuy devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Following review of the patient's death certificate, this follow-up is being submitted to correct section b2 of followup 2.